Event description:
Follow-up information revealed the drainage/discharge was at the l5 lead. The issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fever and a discharge. As such, the patient underwent surgical intervention (B)(6) 2019 wherein the drg trial was removed. The patient was administered antibiotics and will follow-up with the physician as the next course of action.